Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 178 mg/dl, while the sensor glucose was 74 mg/dl. Customer also reported a blood glucose reading of 202 mg/dl, with a sensor glucose reading of 40 mg/dl. Neither sensor glucose and blood glucose difference was not within acceptable range. Troubleshooting was done. Replacement product is being sent.